Event description:
The patient was taking an unspecified medication via a humapen ergo teal/clear pen body with a clear cartridge holder attached for an unknown indication. The person operating the device was the patient. It is unknown if the operater of the device was trained. The device was returned to the company. Initial analysis by the affiliate quality control deparment found: pen had detached footpad. The investigation confirmed a detached footpad. The investigation also found two broken clear cartridge holder engagement tabs and a needle sheath stuck in the cap. The product is out of specification for dose accuracy. Two tab breakage has been shown to deliver an underdose of insulin. The device is being returned to the manufacturer for additional evaluation. Final analysis found the complaint device was returned in a condition that was not possible to test as both cartridge holder engagement tabs were broken and foot detached, which may lead to a possible underdose. No other defects were identified. There is evidence of improper use/storage. Removal of clear cartridge holder engagement tabs indicates improper use/storge (possible underdose). The needle sheath stuck in cap also indicates improper use (no dosing issue).